Event description:
The customer stated that a (B)(6) architect (B)(6) result of 23.8 miu/ml was generated on a (B)(6) patient that was admitted to the hospital for the treatment of kawasaki disease and was administered immunoglobulins. (B)(6) results were (B)(6). The mother was (B)(6) and there was no history of a blood transfusion. The customer stated that the child does not have (B)(6) and feels that the administration of immunoglobulins has caused the (B)(6) results. There was no impact to patient management.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer observed a single falsely elevated (B)(6) result of 23.8 miu/ml using an unknown lot of architect (B)(6) 7c18-25 for a (B)(6) pediatric patient who was admitted to the hospital for the treatment of kawasaki disease. Customer complaint data was reviewed and no non statistical or adverse trend was identified related to the customer issue. No batch record review or testing could be performed as the likely cause lot is unknown. The architect anti-hbs reagent package insert was reviewed and was found to adequately address the issue. The single elevated anti-hbs result of 23.8 miu/ml obtained for the patient sample is potentially due to sample integrity or sample handling issues at the time of testing. There is also a possibility that the elevated result is due to administration of immunoglobulins. The investigation did not identify a malfunction / deficiency.